Manufacturer narrative:
The reported field event of a rapid depletion to eri was confirmed in the laboratory via review of battery trend data. The device was tested on the bench and using automated testing equipment and no anomaly was observed. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the rapid battery depletion could not be determined.

Event description:
It was reported that device experienced a sudden drop in battery voltage. At a previous check the device showed an expected longevity of 2.4 years. Three months later, the device tripped eri. The device was explanted and replaced. The patient will be monitored normally.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of a rapid depletion to eri was confirmed in the laboratory via review of battery trend data. The device was tested on the bench and using automated testing equipment and no anomaly was observed. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the rapid battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.